Manufacturer narrative:
This report is submitted may 31, 2017, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4) . Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent revision surgery to excise the excess skin (date not reported).